Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
The patient reported that the v-go lifted off her body on (B)(6) 2019 after only wearing it for 8 hours. The patient has been placing the v-go on her abdomen area. The patient did not prepare the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry.